Event description:
It was reported that the pacemaker recorded noise oversensing on both the right atrial (ra) and right ventricular (rv) channels. Boston scientific technical services reviewed the available data and determined that the atrial tachycardia response (atr) episodes were inappropriate due to oversensing. A chest x-ray was performed and did not show a clear abnormality in lead body. Boston scientific technical services recommended further testing to rule out lead impairment. This pacemaker system remains in service and there were no adverse patient effects reported. Both the right atrial (ra) and right ventricular (rv) leads are competitor leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).